Manufacturer narrative:
Reporter is synthes employee. A review of the device history records has been requested. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine inspection, it was found out that a double drill sleeve broke. There was no patient involvement. This report is for one (1) 1.5/1.1mm double drill sleeve for 1.5mm cortex screws. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.130.225; lot: 9605225; manufacturing site: bettlach; release to warehouse date: january 29, 2016. Only top level of the device history record reviewed as sub-components are not lot tracked. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation flow: broken. Visual inspection: the returned device was found have a broken 1.1mm drill sleeve. The received condition agrees with the reported condition therefore the complaint is confirmed. Drawing/specification review: dimensional inspection: the outer diameter of the broken sleeve was measured to be 1.48mm which is within the specification of 1.5mm +0 /-0.03 per drawing. Measured using mitutoyo caliper (ca215p) the inner diameter of the broken sleeve measured 1.20mm which is within the specification of 1.2mm +/- 0.05 per drawing. Measured using vermont gage pin (gp29, metric zz tolerance, even size, last calibrated 8/30/2018). Material/hardness review: material review could not be performed as only the top level of the device history record reviewed as sub-components are not lot tracked. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. No definitive root cause was able to be determined. It is likely that the drill sleeve experienced excessive force during use. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.